Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that a patient experienced hemolysis. Following a pulsed field ablation (pfa) procedure where a farawave ablation catheter was selected for use, it was noticed that the patient has an elevated total bilirubin and direct bilirubin, decreased haptoglobin, and increased free hemoglobin. The patient did not require prolonged hospitalization. No more information was provided. It's unknown if the device will return for laboratory analysis, or not. It was further informed that medication was administered to treat the hemolysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of hemolysis was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of known inherent risk as the hemolysis was listed as a potential complication in the device's instructions.

Event description:
It was reported that a patient experienced a hemolysis. Following a pulsed field ablation (pfa) procedure where a farawave ablation catheter was selected for use, it was noticed that the patient has an elevated total bilirubin and direct bilirubin, decreased haptoglobin, and increased free hemoglobin. The patient did not require prolonged hospitalization. No more information was provided. It's unknown if the device will return for laboratory analysis, or not. It was further informed that medication was administered to treat the hemolysis. It was further informed patient has medical conditions including history of type ii diabetes and long standing persistent atrial fibrillation, enrolled in the prompt af ii study on 12 december 2025 and treated with rivaroxaban and metoprolol. Baseline assessments on (B)(6) and (B)(6) 2025 showed stable laboratory values, atrial fibrillation on ECG and no evidence of atrial thrombus, with no CT or tte imaging performed. On (B)(6) 2025 the subject went to procedure including single transseptal puncture and pulmonary vein, posterior wall, cavotricuspid isthmus (cti) and mitral isthmus ablations using the farawave nav catheter with maintained act greater than 300 seconds, resulting in acute procedural success and restoration of sinus rhythm after cardioversion.